Event description:
Filter would not pass through the sheath. Sheath fractured.

Manufacturer narrative:
The customer returned two delivery catheter sheaths. Visual inspection of both delivery catheter sheaths found body fluid/dry blood, a kink in both delivery catheter sheaths, and both filters stuck within the delivery catheter sheaths. Functional evaluation of the devices in which the dilator was inserted into the delivery catheter sheath, found the dilator would not pass thru the kinked area. Excessive force was applied to pass the dilator through the damaged area to advance the filter. Visual inspection of the sheath did not find any delamination, however, due to the damaged/kinked area, the complaint was confirmed. A definite root cause could not be established, however, the most probable root cause is that the kink on the delivery catheter sheath occurred during the procedure in the user environment. Another possible root cause could be related to the mishandling of the product during packaging, and/or shipment. Both the IFU and instructions on the package instruct the user to not use the device if the product is damaged.

Manufacturer narrative:
The device was returned, and evaluation is anticipated but had not yet begun. A follow-up report will be submitted once the device has been evaluated.

Event description:
Filter would not pass through the sheath. Sheath fractured.